Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# nlf043230n implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (B)(6)2019. It was reported that she received the new recharger and it worked like a miracle and was great. The patient had not notified her healthcare provider (hcp) about the ins charging issue. On may 28 it took all day to charge. She kept checking it and it was showing ¿excellent.¿ she was 100% charged last night and it went through 50% power through the night. The patient wants another recharger sent. The patient had recently reprogrammed or switched to a new group and the patient has increased parameters. It was reviewed how programmed parameters affect recharge interval. The patient was redirected to repair. It was reviewed that there does not appear to be any issue with the equipment. It was reviewed that charging depends on settings and usage. It was suggested the patient follow-up with their healthcare provider (hcp). The patient called back noting it only took an hour and a half to charge. The patient was instructed to try the new device and if it takes the same amount of time to charge to keep the newest one and send the old one back. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator for spinal pain. It was reported that recharging the ins has been taking longer. The patient reported that while charging the ins, the charge suddenly just finished at 80% and could not go any further. No patient complications have been reported because of this event.